Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device stopped forming the clips. The second device, the clips were scissored. A third device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the mfg records were reviewed and no anomalies were found.